Event description:
The pump was returned for investigation. Investigation revealed the battery cap contact height and width were out of specification. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump¿s battery cap contact height and width were found to be out of specification. Unrelated to the battery cap issue, the battery compartment threads were observed to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.